Event description:
The ventilator went vent inop and alarmed, while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician verified the reported event. The service technician replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.